Event description:
A clinical incident involving a percdc spinewand was reported to arthrocare corporation. During a cervical nucleoplasty procedure, the tip of the spinewand was reported to have detached and remained in the patient's disc at c4-c5. It was also reported the doctor had advanced the spinewand too deeply until the tip of the spinewand became attached to the distal end of disc. While monitoring the insertion of the spinewand with fluoroscopy, it was found that the tip of the spinewand was bending during insertion in the disc. When the spinewand was withdrawn from the disc, the tip detached and remained in the patient's disc. There was no reported patient injury or complications. The patient was reported as doing well.

Manufacturer narrative:
The device was returned for investigation. A follow up report will be provided after completion of the investigation.